Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented in-clinic for an explant procedure. Prior examination of the patient's right atrial (ra) lead revealed dislodgement. No electrical issues were reported. The ra lead was explanted and replaced on (B)(6) 2022. The patient was recovering and no additional patient consequences were noted.